Manufacturer narrative:
Device serial number updated for the implantable neurostimulator. The extension (serial number (B)(4) was received (B)(4) 2017. Analysis of extension (serial number (B)(4)revealed #0, 1 and 2 conductors were broken 3 centimeters from the proximal end. No electrical shorts were identified between the circuits. The method, result, and conclusion eval codes are applicable to the extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product ID below is no longer applicable to the event: product ID 64001 serial# unknown product type adapter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via a representative clarified the extension was the device that was replaced, resolving the impedance issue. No complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot#: va18vfg, implanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that every time an impedance test was performed, the impedance values changed. It was noted that sometimes an abnormal impedance value was attained and other times not. Impedance results from (B)(6) 2017 showed abnormal high impedances for all electrode pairs involving electrodes 1 and 2, with impedances ranging from 16747 ohms to 28634 ohms. It was noted the patient¿s therapy was set to c+1-2-. A lead ¿fracture was suspected¿ as of (B)(6) 2017 and it was noted that this possibility was to be confirmed via x-ray at the patient¿s next outpatient visit. There were no surgical interventions planned or performed and the parkinson¿s disease patient was alive with no injury at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# va18vfg, implanted: (B)(6) 2016, product type: lead. Product ID: 64001, serial# unknown, product type: adapter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the x-ray showed no abnormality. A revision was done and the pocket adaptor was explanted and replaced. After the pocket adapter was replaced, impedances were normal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported an appointment was scheduled for (B)(6) 2017. No additional information was reported after the appointment. It was unknown if the patient experienced any symptoms or if any surgical intervention was taken or planned.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389s-40 lot# va18vfg serial# implanted: (B)(6) 2016 explanted: product type lead product ID 64001 lot# serial# unknown implanted: explanted: product type adapter product ID 37603 lot# serial# (B)(4) implanted: explanted: product type implantable neurostimulator product ID 3708640 lot# serial# (B)(4) implanted: explanted: product type extension if information is provided in the future, a supplemental report will be issued.